Manufacturer narrative:
Failure analysis noted that the pump powered up properly after battery installation. The pump passed the self-test and unexpected restart error test. There was no unexpected restart error alarms or external ram crc error alarms. The pump was unable to prime during the prime/compromised force sensor test due to faulty force sensor resistor (gold). The pump had cracked case at lcd window corners and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 176mg/dl. The customer stated that he received the unexpected restart and external ram crc error alarms every battery change and he would need to reprogram the time/date then rewind/prime the pump. The customer also mentioned the insulin squirted out during prime. During troubleshooting, the customer stated that the motor slowed down and the numbers ramped up on the screen.troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.